Manufacturer narrative:
Date is approximate. Analysis of the ins (serial #: (B)(4)) found no significant anomalies with good stable output and telemetry was acceptable, analysis of the lead (lot #: j0406120v) found broken conductors at the proximal end of the lead. Concomitant medical products: product ID: 3887-33, lot #: j0406120v, implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3887-33, serial/lot #: (B)(4), UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported never having therapeutic effect. Patient states they never got much relief from the system. Patient states it helped with the blood flow in their feet. Patient states the battery died 6 months ago and they were considering getting a replacement. Additional information was received from the patient. It was reported that the patient had a loss of stimulation and a loss of therapy. The patient's feet/ankle were purple, numb, and cold. The patient also reported charley horses in their feet, and chronic obstructive pulmonary disease. The patient believed that they had bad blood flow resulting from a car accident in 2000 where their feet were run over. It was noted that the patient did not have the ability to change stimulation. The patient attempted to get a closer follow-up physician. The patient was to contact a doctor provided to determine if they could get a new implantable neurostimulator placed. The numb, purple, and cold feet began in 2014. Stimulation had not addressed pain in the feet since implant. The implant depleted in 2014. Additional information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I. It was reported that the patient¿s implantable neurostimulator has not worked for a while and that the battery has died inside. It was unclear if it was normal battery depletion, but the patient noted that they were having trouble finding a physician that could help replace it. The patient noted that they were having back problems, and they weren't sure if their back problems were related to the device or if it is from their weight gain due to not being able to exercise due to their unrelated chronic obstructive pulmonary disease. It was further reported that the ins was removed and returned due to normal battery depletion. There were no further complications reported or anticipated.